Manufacturer narrative:
(B)(4). A philip's bench tech evaluated the device and confirmed the problem. It was noted by the technician that the customer is using a 3rd party battery, which could not longer hold a charge. He used the customer's battery and one from philips and the device failed with both of them. This led him to replace the battery pca. The battery pca was replaced to resolve the issue.

Event description:
The customer reported that the device would not power up via battery. There was no reported pt involvement.